Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. The reported condition was verified. The cause of the reported leak occurrence was determined to be leak from damaged heater line tubing identified during visual/functional inspection. The cause of the damage was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
I was reported that a homechoice cassette had holes in the tubing and leaked during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.